Event description:
New information received notes that the chest x-ray performed revealed a dislodgement of the right ventricular (rv) lead. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead exhibited r-wave amplitude variation. The patient was asymptomatic. A chest x-ray (cxr) was performed which convinced the physician a lead revision procedure was necessary. The rv lead was successfully revised on (B)(6) 2026. The patient was stable throughout the procedure.